Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was brought into the cath lab due to the device eroding through the skin. The device was explanted, and a temporary permanent pacemaker was implanted. The patient was stable before, during, and after the procedure.